Event description:
It was reported that the 9800 system had fast stop error message and was slow to retrieve images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cord was replaced and the software upgrade installed during the service call. The system was tested and found to be working as intended and put back into service.